Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that the patient with this right ventricular (rv) lead presented to the hospital after falling. The patient reported weakness and had fallen over the last few days. On telemetry a heart rate (hr) of 34 was observed along with no rv pacing spikes. Technical services (ts) reviewed and saw no alerts in latitude however, could not tell if the device was oversensing as there had been a decrease in the respiratory rate, activity and hr. There was no noise observed. Ts noted six seconds of the hr in the thirties. Additional information was provided from the field representative that the device was interrogated and the rv output was increased. There was no asystole of greater than two seconds observed. The lead remains in service. No additional adverse patient effects were reported.